Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Dr was performing an angiogram, angioplasty and stenting of the r external and common illiac arteries. Dr informed of the IFU indications for ptx. Dr decided to treat vessel with 7mm x 80mm ptx (the largest available at the time. This appears to have been undersized for the vessel as the stent migrated approximately 20mm from placement site. No unintended part of the device remained inside the patient's body. Dr then placed larger bare metal stents at the top and bottom of the ptx in order to prevent further migration.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all zisv6-35-80-7.0-80-ptx devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zisv6-35-80-7.0-80-ptx device of lot number c2242904 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: it should be noted that the instructions for use (ifu0117) states the following: "the zilver ptx drug-eluting stent is indicated for improving luminal diameter for the treatment of de novo or restenotic symptomatic lesions in native vascular disease of the above-the-knee femoropopliteal arteries having reference vessel diameter from 4 mm to 7 mm and total lesion lengths up to 300 mm per patient." There is evidence to suggest that the customer did not follow the IFU. (Ifu0117). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to abnormal use. The user has not complied with the requirements of the IFU with respect to the intended use of the device. As per input received from our medical advisor, the zilver ptx stent is intended to be deployed in the superficial femoral artery, however the stent was deployed in the common iliac artery which would be off-label use as per the instructions for use in addition to deploying the 7mm x 80mm zilver ptx stent proximally to the previously deployed stent which would also be considered off-label use. The stent migration that occurred would have been a cascading effect of the off-label use. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the device appears to have been undersized for the vessel as the stent migrated approximately 20mm from placement site. Confirmed quantity of (B)(4) device, confirmed used. According to the initial report, there was no unintended part of the device that remained inside the patient's body. Investigation findings conclude that a definitive root cause could be attributed to abnormal use. The user has not complied with the requirements of the IFU with respect to the intended use of the device. As per input received from our medical advisor, the zilver ptx stent is intended to be deployed in the superficial femoral artery, however the stent was deployed in the common iliac artery which would be off-label use as per the instructions for use in addition to deploying the 7mm x 80mm zilver ptx stent proximally to the previously deployed stent which would also be considered off-label use. The stent migration that occurred would have been a cascading effect of the off-label use. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 23-apr-2025.